Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that device requires preventative maintenance. There are no reported device malfunctions. Additional information, during evaluation at the service depot, the elevation driver a broken reset switch, intermittently calibrated and would fail the prime/pierce test, failed the vacuum test, battery slightly pillowed, and the bottom label is missing. There was no patient involvement.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the elevation driver serial number (B)(6) was received at the bd peripheral intervention. The elevation driver was visually inspected upon receipt and was found to be damaged. The back lid label has indelible ink over the ul mark and the corner by the "ref" box is lifting. There is a "not for human use" label on the right side and an "allison" label on the left side. Neither of these labels are interfering with the bd logos. The bottom label is missing. There is indelible ink with "3.0" and a line near the front of the bottom housing subassembly. The device was functionally tested and failed the tests. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the identified missing bottom label issue. The root cause for reported missing button label issue could not be determined based on the provided information. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that device requires preventative maintenance. There are no reported device malfunctions. Additional information, during evaluation at the service depot, the elevation driver a broken reset switch, intermittently calibrated and would fail the prime/pierce test, failed the vacuum test, battery slightly pillowed, and the bottom label is missing. There was no patient involvement.